Manufacturer narrative:
The reported device was manufactured and distributed by (B)(4) and implanted prior to howmedica osteonics corp.¿s purchase of certain assets of (B)(4) on (B)(4) 2014. Stryker became legal manufacturer of this product on april 1, 2015 and has taken the responsibility for medical device reporting. Unknown star tibial component large(33mm x 40 mm ) device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted

Event description:
After the star surgery, the subject complained of delayed wound healing (2005), sensory deficit (2006), and tia secondary to a-fib (2009). After the onset of this pain event, the patient reported experiencing prostate cancer, and pain over medial malleolus (2013).

Manufacturer narrative:
Product inquiry stated the tibial comp, single coated us version, large, the sliding core uhmpwe, 7mm and the talar comp, single coated us vers medium, right to be the subject products. No further associated products were reported. The affected items were documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. A physical examination could not be carried out as the devices were still implanted. Thus, a reasonable examination and investigation was not possible. Referring to information received the patient came to the hospital on (B)(6) 2011 for a follow up visit and stated having ¿sore and pain when walking¿. A sensory, motor or neurological deficit had not been identified during examination. The ligament support was evaluated as adequate. A/p and lateral x-rays were taken, which showed the devices being intact and well positioned. ¿the alignment of the prosthetic components is satisfactory¿. The available x-rays were furthermore forwarded to a hcp for review. Those showed a heterotopic ossification primarily at the rear edge of the talus and of the fibula, which is to be regarded as a normal finding after an endoprothetic ankle joint replacement. Such ossification however can cause afflictions. There is no relevant cyst formation and no clear radiological signs of implant loosening. Clear radiological changes showing a failure of the ankle prosthesis and leading to the reported ¿heel pain¿ were not found. Based on the above information and referring to that no radiological changes were identified on the available x-rays, the event was not related to a deficiency of the devices, but was rather patient related. The exact root cause of the reported pain nevertheless could not be determined based on the available information. Pain in general was furthermore clinically assessed by the hcp: ¿in most cases ankle arthroplasty comes with significant pain relief. Approx. 60 % ¿ 80 % of the patients are pain free or nearly pain free in the follow up, approx. 20 % ¿ 30 % have moderate pain (e.g. Starting pain), but less than 10 % of the patients have remaining pain or symptomatic pain due to a mal positioning or a malfunction of the endoprosthesis or due to additional arthrosis of the adjacent joints (mostly in rheumatoid arthritis) or soft tissue affections. Treatment is depending on the particular reason for pain.¿ (1) pain is listed in the IFU as an adverse effect.

Event description:
After the star surgery, the subject complained of delayed wound healing (2005), sensory deficit (2006), and tia secondary to a-fib (2009). After the onset of this pain event, the patient reported experiencing prostate cancer, and pain over medial malleolus (2013).